Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was another occurrence of a foley leaking significantly at the hub of the foley. It occurred approximately 5 hours after insertion, but the foley fell out due to the balloon not remaining inflated. Patient had sent the pictures to supply chain team.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used meter drainage bag with an inlet tube, sample port connector, catheter, tes and 3 syringes. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked out of two pinholes at the trifurcation site. One pinhole measured to be (0.013") and the other pinhole measured to be less than (0.013"). Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was another occurrence of a foley leaking significantly at the hub of the foley. It occurred approximately 5 hours after insertion, but the foley fell out due to the balloon not remaining inflated. Patient had sent the pictures to supply chain team.